Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Reference page 7 as per IFU. There were no defects identified during the inspection of this device as everything was within specifications. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image. There were no reports of patient harm.